Manufacturer narrative:
The investigation confirmed that a non-reproducible patient test result was obtained using a vitros eciq system. An ocd field engineer performed service and repair activities on multiple analyzer subsystems of the vitros eciq system. Performance testing prior to service indicated unacceptable system performance. Precision testing following service verified that the equipment was returned to expected operation. Additionally, the investigation determined that this customer may not have processed samples in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. The investigation could not determine a definitive root cause. However, the most likely assignable cause of the event is an instrument related issue. There is no evidence that the trop I es reagent malfunctioned.

Event description:
The customer obtained a non-reproducible higher than expected patient sample result (patient result = 0.074 ng/ml versus expected < 0.012 ng/ml) using a vitros eciq system. The result was reported out of the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the result was questioned by a health care provider and the sample was repeat tested. A corrected result was reported. There was no report of patient harm as a result of this event. (B)(4).